Event description:
The customer reported a filament regulator error. No pt or use injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma calibrations were evaluated and the filaments were recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.